Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported issue. The fse could not duplicate the reported problem. As the fse stated in the service report that the issue could have been due to a problem in the patient circuit. The received logs include paw high, continuous high pressure, peep high together with clinical alarms such as apnea and respiratory high. According to the user manual, the definitions of the alarms that indicate high pressure situation, point out that the reported issue may be patient and breathing tubing/system related and, in that case, most probably due to a clogged filter. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The ventilator passed pre-use check on event date. Since the problem could not be duplicated, and we do not have enough information for further investigation of the reported issue, the root cause cannot be found.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for high pressure during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).